Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with an unspecified mentor gel breast implant and experienced capsular contracture baker grade ii on the left side post-operatively, which was confirmed by a physical exam. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4) on (B)(6) 2020. During explantation, the device was found to be ruptured.